Manufacturer narrative:
(B)(4). Concomitant product(s): item #unk, unknown tibia component, item #unk, unknown femoral component,lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown insert, lot #unk; item #unk, unknown stem , lot #unk; the reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076.

Event description:
It is reported that one patient had patella baja without fracture. Patient was managed with conservative treatment and not scheduled for revision.